Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 functional tricuspid regurgitation (tr), thin leaflet and large annulus dilation for a triclip procedure. During the procedure, one triclip was successfully implanted. Post implantation, the anterior leaflet was observed to be perforated. Another triclip was implanted to further reduce the tr to grade 1-2. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 functional tricuspid regurgitation (tr), thin leaflet and large annulus dilation for a triclip procedure. During the procedure, one triclip was successfully implanted. Post implantation, the anterior leaflet was observed to be perforated. Another triclip was implanted to further reduce the tr to grade 1-2. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a cause for the reported tissue injury. Tissue injury is listed in the instructions for use is a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.